Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced suction alarms. The pump was repositioned and a bolus of albumin was given to resolve the alarms. The patient also experienced ventricular tachycardia, received defibrillation, transitioned to atrial fibrillation, and was then treated with lidocaine and amiodarone. Due to signs of anemia the patient was transfused platelets, fresh frozen plasma, and packed red blood cells. Upon explantation the pump broke. All pieces were removed from the patient. The patient survived.

Manufacturer narrative:
The investigation of low pump flow, positioning issues, vascular damage - peripheral vessel, vf/vt/af/at, and product damage (detached inflow/outflow ¿ great vessel has been completed. Damage (detached inflow/outflow - great vessel): there are not enough details surrounding the removal/explant of the device to make a determination about the angle of explant, or what occurred during this time. Due to a lack of sufficient evidence during the removal of the 5.5 and lack of product returned, the root cause of the product damage (detached inflow/outflow) cannot be determined. Vt/vf: on the 27th, the patient had runs of vt. In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Positioning issue: data logs show "impella position unknown" alarms at the beginning of the case. Due to lack of clinical details provided, it is unknown why the pump was deep so the root cause of the positioning issues cannot be determined. Low pump flow: the data logs show that there was reduced pulstaility in the motor current (mc) and placement signal (ps), and the suction alarms were accurately triggered as the patient was in diastolic suction throughout support. There were no motor current spikes or any indication of an ingestion related event. Based on the clinical details and data log analysis, the root cause of the low pump flow is most likely due to the patients condition as they were having volume related issues throughout support. Vascular damage - peripheral vessel: the clinical details state there was bleeding on the 26th in which 3 units of prbc's were given. Due to lack of clinical details stated, the root cause of the vascular damage - peripheral vessel cannot be determined.